Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power on several occasions. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic records and verified the device unexpectedly lost power four times on 12/05/2018. Physio-control further evaluated the device and was unable to reproduce the reported issue. The battery pins were replaced as a precautionary measure, and after performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power on several occasions. There was no patient use associated with the reported event.